Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the pump was exposed to moisture and pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump was exposed to moisture because the customer went to swimming pool and received sudden vibration followed by blank display. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly.